Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the catheter from a wayne pneumothorax catheter set or tray (rpn and lot# unknown) was misplaced. On day 1 of admission, a 72-year-old male patient was treated for traumatic pneumothorax with emergent placement of a wayne pneumothorax catheter in the midaxillary 4th intercostal space, which was attached to wall suction (active suction). The procedure was performed in the intensive care unit. No imaging guidance was used. The device was not successfully placed, and initiation of drainage was not successful. It was noted that the catheter ¿appeared to be in pleural space though no tidaling or air leak present from chest tube. As a result, the catheter was removed and replaced with a 28fr chest tube.¿ the patient was discharged from the hospital 12 days post-procedure. A lot number or a rpn was not provided. A sales search for wayne devices sold in USA in the last 3 years identified the rpn c-utpty-1400-wayne-112497-imh as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [c_t_waynemod_rev5] packaged with the device contains the following information relevant to the reported failure: ¿10. Confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification. All connections must be secure and airtight. Perform inspections of the catheter and connections regularly.¿ based on the information provided, no device return, and the results of the investigation, cook has concluded that the event is related to the procedure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt h3 - device evaluated by mfg?: device not returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a wayne pneumothorax catheter set or tray was misplaced. On day 1 of admission, a 72-year-old male patient was treated for traumatic pneumothorax with emergent placement of a wayne pneumothorax catheter in the midaxillary 4th intercostal space, which was attached to wall suction (active suction). The procedure was performed in the intensive care unit. No imaging guidance was used. The device was not successfully placed, and initiation of drainage was not successful. It was noted that the catheter ¿appeared to be in pleural space though no tidaling or air leak present from chest tube. As a result, the catheter was removed and replaced with a 28fr chest tube.¿ the patient was discharged from the hospital 12 days post-procedure.